Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her up and down buttons are sticking on the insulin pump. Customer stated that the buttons did not want to move and she has been having high readings. Customer was at the nurse's office. Customer's blood glucose level was between 300 and 500 mg/dl. Customer stated that she always takes it off and never takes the pump in the bathroom with her. Customer stated that she also brought new batteries and it will not work with the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the down arrow button, escape and act buttons, and express bolus button. The lcd connector was inspected and no anomaly was noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.